Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the plunger was removed the threads (sutures) were not attached to the needles. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the tavi procedure was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.